Event description:
A surgeon reported that following intraocular lens (iol) implantation, a patient experienced a shadow on the left side of the face. Examination under a slit lamp revealed the lens was clear and there was a slight fibrosis at the edge of the lens. The lens was implanted less than a year ago.

Event description:
Additional information was provided by the surgeon. The origin of the pt's symptoms remains unknown.